Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that iqvia tech arrived onsite to perform fa updates and the arctic sun device would not heat during initial functional test. Per review of wo notes, iqvia tech was unable to troubleshoot, suspected heater, assessment.